Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the g5 mobile application is shutting off by itself. No additional patient or event information is available. Data was provided for evaluation. The reported g5 mobile application shutting down was confirmed via data. A root cause could not be determined.